Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant detect feature on the implantable pulse generator (ipg) had not completed five months after implant as the right ventricular (rv) lead was programmed unipolar. It was further reported that the rv lead exhibited low impedance. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.